Event description:
It was reported that the patient experienced infection. Inflatable penile prosthesis (ipp) was explanted. No new device was implanted. No information about the patient outcome is available at the moment. Additional information was requested, however no further information was available.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that the patient experienced infection. Inflatable penile prosthesis (ipp) was explanted. No new device was implanted. No information about the patient outcome is available at the moment. Additional information was requested, however no further information was available.